Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that reported false auto mode switch episodes due to farfield r-wave oversensing were observed. Programming change was made and resolved the issue. No patient symptoms were reported.